Manufacturer narrative:
(B)(4). Verified item lot combination and reviewed manufacturing date as returned item exhibits signs of repeated use and has fractured off from the medial side of the post all pieces were returned. The device history records and & receiving inspection reports were reviewed for deviations and/ or anomalies with deviations/ anomalies identified. No deviations related to the complaint were found. Medical records were not provided. Previous fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined.

Event description:
It was reported that the trial broke when it was been taken apart in spd after the case.